Event description:
The surgeon introduced the c1535 micromark clip and deployed the clip. The surgeon removed the device and the inner stylet of the clip end (metal clip) was missing. The surgeon retrieved the metal tip of the clip with forceps. There was no consequence to the patient.